Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 77a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. F(B)(4).

Event description:
Additional information received reported the patient had an appointment on 2014-(B)(6) with their healthcare professional (hcp) to discuss explant. It was noted that when the implantable neurostimulator (ins) was on, the ins increased the burning sensation the patient experienced around the ins site. Additional information received reported the patient¿s hcp cancelled the patient¿s appointment, but they planned to refer the patient to a surgeon to have the system explant. The reporter stated the patient would notify them when the date was scheduled.

Event description:
It was further reported that the manufacturer representative spoke with the patient on (B)(6) and the explant had not been scheduled yet.

Event description:
It was reported that the patient was experiencing burning at the battery site and the device was aggravating their chronic pain. The device was reprogrammed and impedance testing was done. The patient was having burning and irritation around their implantable neurostimulator (ins). When the stimulation was on it aggravated the patient¿s pain in that area. The skin around the edges of the battery had some breakdown. A pocket revision was needed. The patient was going to shut off their stimulation for a period of 2 weeks to decide whether they needed a pocket revision or were just going to have their system removed. The patient had a burning sensation and erosion at the pocket site. The patient¿s status at the time of the report was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.